Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services on (B)(6) 2013 suggests that this lead may be oversensing r-waves resulting in inappropriate mode switches. The physician was dr. David martin at cleveland clinic in oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).